Event description:
Results were as follows: 39 mg/dl, within 2 minute =115 mg/dl, within 2 minutes =46 mg/dl, within 3 minutes, 52 mg/dl within 3 minutes, and 122 mg/dl. Customer indicated pt had slurred speech, was confused, and stumbling. Customer treated pt with applie juice or glucose pills. Controls were in range. A request was made for return product and replacement product was sent.